Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and was unable to reproduce the "autofill failure alarm" that was reported by the customer. The batteries were charging properly and iabp was auto filling as designed with no leaks while in use on system trainer. The fse completed preventive maintenance (pm) with full calibration, functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) while in-use and connected to a patient had an autofill failure alarm. No patient harm, serious injury or adverse event was reported.